Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having transforaminal lumbar interbody fusion for lumbar disc herniation. It was reported that the set screw threads were stripped during the screw insertion process, and therefore the device could not be used in the patient. There were no patient symptoms reported. There were no further complications reported regarding the event.